Event description:
It was reported that outside of surgery the devices were not working. There was no patient involvement. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ball plunger was missing, the machine head was damaged, the cable was damaged (no exposed wires), the reciprocation arm was worn, the unit was out of calibration, the control bar was out of position and the motor speed was unstable. The ball plunger, lever, machine head and pin, plug harness assembly, reciprocation arm, bearings and motor were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: qatar.